Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot#: 17310478 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the missing silicone was removed from the patient's body.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (B)(4) device evaluation indicated that the lead was cleanly cut, and the distal tip was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure. X-ray inspection of the remaining lead found no cable fractures. Review of the device history record and the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 device evaluation revealed that all eyelets were torn, and silicone material from one of them was missing. Reviews of the complaint report and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the complaint.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that that the patient's stimulator was not helping and was causing more pain. No malfunction suspected with the device.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.